Event description:
It was reported on (B)(6) 2025 a patient presented with functional grade 4 mitral regurgitation (mr) for a mitraclip procedure. One mitraclip xtw was implanted. On (B)(6) 2025 a single leaflet device attachment (slda) was observed. The clip detached from the posterior leaflet and remained attached to the anterior leaflet. The patient's mr grade increased to 3-4. On (B)(6) 2025 a second clip intervention was performed. One mitraclip was implanted. The mr grade decreased to 1-2.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine the cause for the reported slda. The reported patient effects of mitral valve regurgitation (mr) was a cascading effect of the reported slda. Mitral valve regurgitation (mr) is listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported hospitalization and unexpected medical intervention was a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a patient presented with functional grade 4 mitral regurgitation (mr) for a mitraclip procedure. One mitraclip xtw was implanted. On (B)(6) 2025 a single leaflet device attachment (slda) was observed. The clip detached from the posterior leaflet and remained attached to the anterior leaflet. The patient's mr grade increased to 3-4. On (B)(6) 2025 a second clip intervention was performed. One mitraclip was implanted. The mr grade decreased to 1-2.